Event description:
Patient reports that pump piece broken, cap on the pump that holds syringe in place is broken. No other information known. Did the reported product fault occur while in use with a patient: no. Did the product issue cause or contribute to patient or clinical injury: no. Dose or amount: 57 ng/kg/min. Frequency: continuous. Route: IV. Dates of use: (B)(6) 2015 to ongoing. Diagnosis or reason for use: pah.